Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer power supply was out of specification. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer wouldn't start, and smoke came from the power supply. The programmer was returned for service. There was no patient involvement.